Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2023. H.6. Investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of needle broken during / after use was confirmed upon inspection of the samples. Analysis of the sample photo showed that the catheter was broken. Review of the physical sample showed that the part-off edge of the catheter was broken, and the cut present was smooth. However, bd was unable to determine the cause of the failure. Our manufacturing processes were reviewed, and none would have been able to recreate the damage seen on the returned sample. There is a possibility that if scissors were used near the insertion site, they could have accidently damaged the catheter in the manner observed during the evaluation. However, since we cannot confirm how the sample was used, we cannot confirm this root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records could not be reviewed since a lot number was not supplied for the investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd arterial cannula with floswitch the needle broke off inside the patient's body. The following information was provided by the initial reporter, translated from chinese to english: during the operation of the patient, the doctors and nurses used the arterial indwelling needle to puncture, but it broke when it was pulled out, and the product was left in the patient's body and had been taken out of the patient's body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd arterial cannula with floswitch the needle broke off inside the patient's body. The following information was provided by the initial reporter, translated from chinese to english: during the operation of the patient, the doctors and nurses used the arterial indwelling needle to puncture, but it broke when it was pulled out, and the product was left in the patient's body and had been taken out of the patient's body.